Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta) treatment procedure, balloon deflation difficulties occurred. The target lesion was 80% stenotic with no calcification. The blood vessel demonstrated average tortuosity. The contrast solution was diluted 1:1 with heparinized saline. There were no inflation difficulties. The initial inflation was to 10 atms, and the lesion was successfully dilated. After this inflation, the physician attempted to deflate the balloon, but the attempt was unsuccessful. So, he replaced the contrast media in the inflation device with 100% heparinized saline, and the balloon was able to be deflated. The procedure was continued and successfully completed. It was reported that there was no injuries or complications for the pt. Pt status is reported as "good".